Event description:
It was reported by international mallinckrodt gmbh facility (germany) that the material surface of the fenestration hole and the outer cannula were rough and uneven on one (1), size 10 fen, fenestrated low pressure cuffed tracheostomy tube. This was detected prior to actual usuage with no direct pt involvement or pt compromise. The 10 fen device was returned to the MFR for identification, analysis and investigation.